Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the power supply was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop system would not initialize and was therefore, non operational. There was no adverse patient involvement reported. There was no patient information reported.